Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The event history log (ehl) review was performed and revealed that the customer experienced multiple "air-in-line!" Alarms, however the log cannot be used to distinguish true and false alarms. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.